Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient died unexpectedly and the family suspects the device failed. They suspect that the death is related to device. They are concerned that the battery voltage dropped unexpectedly. It was noted that on the last transmission, one month prior to death, the battery voltage looked good. There are no further information available.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.